Manufacturer narrative:
Foreign postal code (B)(6).

Event description:
It was reported that the plate on the tip of the wand detached during use and became lodged between the tibia and fibula. The piece was removed using a grasper and imaging confirmed nothing was left in the patient.

Manufacturer narrative:
No manufacture date availale for this device.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to tip detachment includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment. There are no indications to suggest the wand did not meet product specifications upon release into distribution.